Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had no phaco power.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to confirm the reported event. The u/s controller printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on october 20, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).